Manufacturer narrative:
Evaluation results: (B)(6) 2011-the locking mechanism on the end of the contamination guard sheath was visually inspected. Visually there are no defects detected. The locking mechanism was locked and it locked down on the device as it should. There are no defects with the locking mechanism on the end of the contamination guard sheath.the device was visually inspected and there are no visual defects detected. Water was introduced through all of the device lumens and the water flows from where it should. There are no defects detected with this device. These devices are visually and functionally tested 100% prior to packaging. Root cause of the complaint could not be determined. The complaint introducer was not returned with the device and when an introducer was used from stock the introducer locked to the device successfully. A review of the device batch record was performed forlot number 784527 and there were no non-conformances opened in relation to the nature of the complaint. The devices met all raw materials, in-process, finished goods and sterilization specifications upon release of the product. No defect could be confirmed therefore no corrective action will be taken. However trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Manufacturer narrative:
(B)(6) 2011: the introducer used with the endoplege catheter was returned and evaluated by engineering in edwards (B)(4) on (B)(6) 2011. The locking mechanism at the distal end of the contamination shield could not be tightened sufficient to resist catheter movement. Visual inspection of the cannula revealed that the locking mechanism at the distal end of the contamination guard appeared to be cross threaded, which could have contributed to the inability to tighten the catheter. The locking mechanism was disassembled and reassembled. Upon reassembly, the locking mechanism at the distal end of the contamination shield could be tightened sufficient to resist catheter movement. The actual introducer used with this cannula was not returned. It is not known at this time where the cross threading occurred. After this evaluation by engineering, at edwards, the device was sent to accellent for evaluation. Accellent did not find ((B)(4) 2011), any defect in the unit since it was no longer cross threaded. These devices are visually and functionally tested 100% prior to packaging at accellent. Each customer experience report is thoroughly reviewed to ensure appropriate risk control measures are in-place. It is unknown how or when the locking mechanism of the contamination guard got cross threaded. The root cause of the complaint could not be determined. Since this is an isolated incident a CAPA is not required.

Manufacturer narrative:
Correction: correction to follow up 1; the actual introducer used in the case was not returned with the endoplege catheter. The evaluation results have not changed.

Event description:
It was reported that the endoplege would not lock down on the sheath thus they had to tape to patient. Dr. (B)(6) was the surgeon, dr. (B)(6) was anesthesia. No adverse event to the patient.